Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose value of 400 mg/dl. Customer also reported change sensor alert did occur after sensor updating status as well as customer did not receive a change sensor alert after a calibration not accepted. The device will not be returned for analysis.